Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. Primary UDI number- additional. D9: device available for evaluation - additional. G3: date received by manufacturer - additional. H2: type of follow up - additional information. H6: type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information has been received.